Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to cardiogenic shock complicated by intracerebral hemorrhage. It was reported that the patient's outcome was not device related, that the device operated as intended, and there were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. There was no autopsy performed and the device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported of cardiogenic shock complicated by intracerebral hemorrhage resulting in death could not be conclusively established. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. A review of the patient¿s history found no other complaints. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.